Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the increase in spasticity developed acutely without any associated procedure issue or patient issue. The patient was treated at an emergency room with oral baclofen 10 mg and IV valium on (B)(6)2018. The hcp would continue oral baclofen to supplement baclofen pump. The hcp was unable to determine the cause of malfunction as there was no error message upon baclofen pump interrogation. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen at unknown concentration and dosage via an implantable infusion pump for the treatment of intractable spasticity and cerebral palsy. It was reported that the patient's family believed that the pump was malfunctioning because the patient has been experiencing an increase in spasticity. It was considered a sudden change in therapy/symptoms. The event date was (B)(6) 2018. No further complication was reported.